Event description:
It was reported that the patient's device had electrically reset on (B)(6) 2010. There were no parameter changes as a result of the reset. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical random access memory parity error por (power on reset) occurred on (B)(6) 2010. The severity of the por was considered to be low. The device should be able to fully recover after the reset. Correction: facility aware date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.